Manufacturer narrative:
The pump was received with intermittent button response, and had a button error alarm due to corroded keypad traces. No numbers scrolling or ramping up during testing was noted. No unlocked keypad connector noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly during normal use. Customer's blood glucose was 261 mg/dl. The customer stated that numbers are ramping or the scroll barr moving up or down with no input from the user. The customer was advised to discontinue use of the device and revert to a backup plan. . The customer was advised that the device would be replaced and agreed to return the product for analysis.